Event description:
Complaint description from end user: "(B)(6), surgical coordinator, called writer on (B)(6) 2011.  She stated she was present during the episode, there was no harm to the patient.  The piece was easily removed during the procedure and the procedure went on without delay and with no residual effects anticipated. The prep into the vaginal canal is quite deep in some patients so the prep stick is often seated deep inside the canal so as to swipe the cervix with bedatine.  The stick broke at the "neck." She said, it was very peculiar but no further events have occured."

Manufacturer narrative:
(B)(4). No sample was provided by the customer; therefore an evaluation of the complaint device for deficiency of construction could not be performed. However samples of our current production process were reviewed and no problems related with this issue were observed. However, in similar complaints with this incident were identified the contour stick sponges were without a seal. Therefore, to confirm the issue the batch reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed on this complaint. (B)(4). A tension test is performed during our manufacturing process in order to verify the seal on the stick sponges. In addition, samples are taken from production every 2 hours to conduct a destructive pull test to detect any anomalies in the welding process. (B)(4).